Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, case at reservoir tube window corners, reservoir tube lip, battery tube threads, minor scratches on lcd window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump, while attempting to deliver a bolus. No significant events leading up to the alarm was recalled. The customer's blood glucose level was 70 mg/dl. Nothing further was reported.